Manufacturer narrative:
Reported event: an event regarding incorrect selection involving a triathlon insert was reported. The event was confirmed. Method & results: -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. -clinician review: no medical records were received for review with a clinical consultant. -product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that a ts insert was implanted into a triathlon revision (hinge) baseplate and the patient was revised 3 days post-op to correct. The provided implant sheet was reviewed and confirmed that the reported device, a size 1 triathlon x3 total stabilizer+ tibial insert, 16mm thickness, catalog: 5537-g-116-e, lot: yh6ltr was implanted in the patient on (B)(6) 2024. Per the previous implant sheet dated (B)(6) 2024, the patient had a size 1 triathlon revision tibial baseplate, catalog: 5612-b-100, lot: y2d9s in-situ during the time of implantation of the ts insert. Another implant sheet dated (B)(6) 2024 indicates the patient was implanted with the correct size 1 triathlon revision insert x3, 16mm thickness, catalog: 5612-x-116, lot: 341453. The triathlon revision baseplate and hinge knee system surgical protocol compendium, document, indicates in the system compatibility that the revision baseplate is not compatible with the triathlon ts insert but is compatible with the triathlon revision insert and the triathlon hinge insert. The reported event is considered to be the result of user error. No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that the patient's left knee was revised. Three day previously, a ts insert was implanted into a triathlon revision (hinge) baseplate . The ts insert was removed and a triathlon revision insert was implanted.

Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's left knee was revised. Three day previously, a ts insert was implanted into a triathlon revision (hinge) baseplate. The ts insert was removed and a triathlon revision insert was implanted.